Event description:
Resident was being transferred from wheelchair to bed by 2 assitants when the lift broke. Two attending cna's lowered resident to floor. Resident didn't sustain any injuries. It appears that the cotter pin broke on the pump arm.